Manufacturer narrative:
Info is unavailable; device was not returned for eval.

Event description:
It was reported that during a lap cholecystectomy procedure, there were 3 devices used in the case. They would not release the tissue after use, they were all removed manually with no issue and the case was completed with a 4th device. No pt consequence was reported. Devices were discarded.